Manufacturer narrative:
Investigation findings to date indicate the reported malfunction occurred during recirculation and prime (machine set up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. There were no pt involvement and the machine was put back into service without further issues. An investigation of the device mfg records was conducted by the MFR. There were no deviations or non conformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.

Event description:
It was reported by the user facility that the saline bag was filling during recirculation. There was no pt involvement. The biomedical tech was unable to replicate the issue. Valve 43 was replaced and the machine did not have any issues ever since the repair.